Event description:
It was noted some yellow p.m.on the y-connector before the patient use. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was requested. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). Evaluation: the actual sample was received and evaluated by (B)(4). The supplier confirmed that there was particulate on the spike. However, they could not identify the nature of the particles with their visual analysis and therefore sent it to another lab to try to identify the particles. The outside lab was also unable to identify the particle, and therefore root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.